Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel poisoning') and organ failure ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), organ failure (seriousness criterion medically significant), cardiac disorder ("heart issue"), hepatic mass ("liver mass"), pulmonary mass ("mass in lung") and immunodeficiency ("failing immune system") and was found to have ovarian cancer ("type 1a ovarian cancer") and cervix carcinoma ("mass in my cervix"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the allergy to metals, organ failure, ovarian cancer, cardiac disorder, hepatic mass, cervix carcinoma and immunodeficiency outcome was unknown. The reporter considered allergy to metals, cardiac disorder, cervix carcinoma, hepatic mass, immunodeficiency, organ failure, ovarian cancer and pulmonary mass to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of metal poisoning ('nickel poisoning') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced metal poisoning (seriousness criteria medically significant and intervention required), organ failure ("organ failure"), cardiac disorder ("heart issue"), hepatic mass ("liver mass"), pulmonary mass ("mass in lung") and immunodeficiency ("failing immune system") and was found to have ovarian cancer stage I ("type 1a ovarian cancer") and cervix carcinoma ("mass in my cervix"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2014. At the time of the report, the metal poisoning, organ failure, ovarian cancer stage I, cardiac disorder, hepatic mass, cervix carcinoma and immunodeficiency outcome was unknown. The reporter considered cardiac disorder, cervix carcinoma, hepatic mass, immunodeficiency, metal poisoning, organ failure, ovarian cancer stage I and pulmonary mass to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of metal poisoning ('nickel poisoning') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced metal poisoning (seriousness criteria medically significant and intervention required), organ failure ("organ failure"), cardiac disorder ("heart issue"), hepatic mass ("liver mass"), pulmonary mass ("mass in lung") and immunodeficiency ("failing immune system") and was found to have ovarian cancer stage I ("type 1a ovarian cancer") and cervix carcinoma ("mass in my cervix"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the metal poisoning, organ failure, ovarian cancer stage I, cardiac disorder, hepatic mass, cervix carcinoma and immunodeficiency outcome was unknown. The reporter considered cardiac disorder, cervix carcinoma, hepatic mass, immunodeficiency, metal poisoning, organ failure, ovarian cancer stage I and pulmonary mass to be related to essure. Amendment: the report was amended for the following reason: coding correction due to discrepancy between coding action item and match point coder query. Event : nickel allergy synonym updated to heavy metal poisoning and reported event essure removal updated to organ failure. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.